Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI #: (B)(4); product ID: 9733597, serial/lot #: (B)(4), UDI #: (B)(4). UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the computer failed to boot up. The screen remained black when the system booted up along with a flashing mouse. The axiem cable was replaced because it was causing a short in the computer. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. No blank screens were observed. The computer passed all testing with no errors found. There was no fault found with the computer. The axiem cable was returned to the manufacturer for analysis. Analysis found that the cable jacket has separated at the lemo connector exposing the shield wire which was also severed. A continuity test revealed an open at pin 4 of the usb cable. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while setting up the system for a case, the system was powered up and there was a blank black screen with just the cursor blinking. The system was rebooted without success. There was no patient present when this issue was identified. The medtronic representative reported that after replacing the computer, the issue did not go away. Technical services (ts) had the medtronic representative remove the axiem power communication cable usb and the computer started up.